Event description:
It was reported that the 4-40 stud was broken off prior to the case while trying to attach the instrument. The case was completed with another handpiece. No patient consequence was reported.